Event description:
In 2005, the pt underwent cataract surgery with implantation of the crystalens in the right eye. One year later, a yag laser capsulotomy was performed. Ten months later, the lens was replaced with a rezoom iol. Preoperatively, the pt's bcva in the right eye was 20/60; prior to the lens exchange, the pt's bcva improved to 20/20. After the rezoom iol was placed, the pt's bcva vision decreased to 20/25. The surgeon attributed the event to inadequate vaulting of the iol.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The explanted lens was returned to eyeonics for eval. The findings reveal that the lens was torn at the hinges and missing pieces of the plate haptic and loop. The condition of the lens is consistent with findings for iols that have been explanted since lens damage is expected to occur during the explant procedure.